Manufacturer narrative:
The clinical review of all information currently available concluded the following: a temporal relationship exists between the alleged inadequate ccpd therapy for the 3-4 days prior to hospitalization leading to the patient experiencing inadequate dialysis consistent with ¿uremic manifestations,¿ the subsequent hospitalization and use of the liberty cycler. Additionally, the patients¿ symptoms resolved using the hospitals¿ ccpd machine for treatments. It is highly likely that the patient's symptoms were related to the inadequate dialysis experienced by the patient prior to hospitalization.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that the patient had been hospitalized on (B)(6) 2017 due to the liberty cycler not draining the patient adequately, which resulted in the patient not achieving adequate pd therapy. The patient's cycler was replaced. Additional information received during follow-up with the pd nurse confirmed that the patient was diagnosed with hypervolemia and uremia. The patient had reported to the pd nurse that she began to experience difficulty draining adequately approximately three days prior to the patient¿s hospitalization on (B)(6) 2017. The patient was completing treatments on the cycler, however, the cycler was reportedly not removing enough fluid which caused the patient to retain excess fluid. The patient reported weight gain for this time period. The pd nurse reported that the patient is movement impaired (pre-existing condition) and uses a wheel chair, and although the patient can stand, the patient does not weight herself at home. The pd nurse reported that the patient has had no difficulty draining prior to this event, the patient¿s pd catheter was patent and there had been no report of constipation. The patient was seen by a nephrologist at the hospital and noted that the patient had presented with the following (paraphrasing): nausea, vomiting, episodes of confusion, hypertension in the 200 range, ¿most likely uremic manifestation¿; edema in the lower extremities. There was no report of shortness of breath or diarrhea. The patient was treated for hypertension in the hospital with hydralazine (through IV route). The patient does have a pre-existing medical condition related to hypertension for which the patient takes medication. The patient received dialysis treatment in the hospital through ccpd using the hospital¿s cycler. The patient¿s hypervolemia and uremia were both resolved through dialysis and the patient is now recovering. The patient was discharged on (B)(6) 2017. The patient continues to complete dialysis treatment through ccpd and is achieving adequate therapy.